Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping due to high right atrial (ra) lead impedance measurements of greater than 2500 ohms. There was also noise on the ra channel when the patient moved their arm; however, the patient did not require atrial pacing. During the in-office interrogation, lead impedance measurements were normal. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.